Event description:
The customer returned the gastrointestinal videoscope which is an olympus asset with no complaint reported. During testing, the service repair technician identified that the device had white foreign material in the air/water tube and cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.